Event description:
A medtronic representative reported a surgeon was unable to register a pt during a shunt procedure. They were using a inav system with axiem cranial. The pt tracker was intermittently tracking between red and green status. He said there was no metal interference. The case was completed successfully with another navigation system. There was no impact to the pt.

Manufacturer narrative:
The reported event was unable to be duplicated by medtronic personnel and the device was found to be fully functional. During the case, the pt tracker was placed in close proximity to an existing shunt on the pt. This would have created the metal interference and the intermittent tracking.